Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on and charge) was confirmed. As received, the charger was unable to power on. Upon evaluation, the power supply was defective and lacked an output. The cause of the inability to power on and charge is the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on and charge the battery packs.